Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery'), device breakage ('device breakage'), pelvic pain ('pelvic pain / pain'), device expulsion ('migration of essure device location of device: on back right side of uterus wall') and pregnancy with contraceptive device ('pregnant (second pregnancy)') in a 27-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, pregnancy with contraceptive device, hypothyroidism, borderline personality disorder and grand multiparity. Current weight 268 lbs. Concurrent conditions included obesity, thyroid cancer, abdominal pain, uterine cramps, nausea, numbness, neck pain, fever, arthralgia, viral syndrome, general body pain, myalgia, vomiting and tremor. Concomitant products included beclometasone dipropionate (qvar), diphenhydramine hydrochloride, levothyroxine, levothyroxine sodium (synthroid), sumatriptan and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and back pain ("low back pain"). On (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual periods/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), mood altered ("moodiness"), urticaria ("hives"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast,"), depression ("depression,"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gerd") and abdominal pain lower ("lower abdominal pain"). The patient was treated with bupropion hydrochloride (wellbutrin), ibuprofen, omeprazole, propranolol (propanolol), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the premature delivery, device breakage, pelvic pain, device expulsion, pregnancy with contraceptive device, menorrhagia, mood altered, vaginal haemorrhage, urticaria, depression, headache, weight increased, vaginal discharge and abdominal pain lower outcome was unknown and the migraine, dyspareunia, alopecia, vulvovaginal mycotic infection, dysmenorrhoea, fatigue and gastrooesophageal reflux disease had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood altered, pelvic pain, pregnancy with contraceptive device, premature delivery, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she became pregnant twice following her essure implantation, with one conception resulting in miscarriage (please refer to case 2017-081695). She is currently pregnant and had discussed surgical intervention in order to remove the defective coils and is scheduled for surgical removal of the essure device on (B)(6) 2017, following the birth of her child. Insertion details- 2 coils on the left and 1 trailing coil on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: impression: single linear metallic densities in the right and left pelvis. Hysterosalpingogram - on (B)(6) 2013: results: essure coils were properly placed total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, migraines, headache, gastrooesophageal reflux disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery'), device breakage ('device breakage'), pelvic pain ('pelvic pain / pain'), device expulsion ('migration of essure device location of device: on back right side of uterus wall') and pregnancy with contraceptive device ('pregnant (second pregnancy)') in a 27-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, pregnancy with contraceptive device, hypothyroidism, borderline personality disorder and grand multiparity. Current weight 268 lbs. Concurrent conditions included morbid obesity, thyroid cancer, abdominal pain, uterine cramps, nausea, numbness, neck pain, fever, arthralgia, viral syndrome, general body pain, myalgia, vomiting and tremor. Concomitant products included beclometasone dipropionate (qvar), diphenhydramine hydrochloride, levothyroxine, levothyroxine sodium (synthroid), sumatriptan and topiramate (topamax). In 2013, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and back pain ("low back pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual periods/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), mood altered ("moodiness"), urticaria ("hives"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast,"), depression ("depression,"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gerd") and abdominal pain lower ("lower abdominal pain"). The patient was treated with bupropion hydrochloride (wellbutrin), ibuprofen, omeprazole, propranolol (propanolol), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the premature delivery, device breakage, pelvic pain, device expulsion, pregnancy with contraceptive device, menorrhagia, mood altered, vaginal haemorrhage, urticaria, depression, headache, weight increased, vaginal discharge and abdominal pain lower outcome was unknown and the migraine, dyspareunia, alopecia, vulvovaginal mycotic infection, dysmenorrhoea, fatigue and gastrooesophageal reflux disease had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood altered, pelvic pain, pregnancy with contraceptive device, premature delivery, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she became pregnant twice following her essure implantation, with one conception resulting in miscarriage (please refer to case (B)(4)). She is currently pregnant and had discussed surgical intervention in order to remove the defective coils and is scheduled for surgical removal of the essure device on (B)(6) 2017, following the birth of her child. Insertion details- 2 coils on the left and 1 trailing coil on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: impression: single linear metallic densities in the right and left pelvis. Hysterosalpingogram - on (B)(6) 2013: results: essure coils were properly placed total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, migraines, headache, gastrooesophageal reflux disease. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs+mr received- lot number were added. New events premature delivery, moodiness, abnormal bleeding (vaginal), yeast infection, depression, hives, migraines, migration of essure device location of device: on back right side of uterus wall, device breakage, dysmenorrhea (cramping), device breakage, vaginal discharge, fatigue, weight gain, gerd, low back pain, lower abdominal pain were added. Pregnancy outcome updated to live birth; child healthy. Outcome of events alopecia, dyspareunia update to recovered / resolved. New reporters, patient information, medical history, lab data, treatment and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), device breakage ('device breakage'), device expulsion ('migration of essure device location of device: on back right side of uterus wall') and premature delivery ('premature delivery') in a 27-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, pregnancy with contraceptive device, hypothyroidism, borderline personality disorder, grand multiparity, multigravida, parity 5 and multinodular goiter. Current weight 268 lbs impression: 1. There is a 7 mm cystic structure in the endometrial cavity, which may represent a normal early gestational sac, nonviable intrauterine pregnancy, blood products or gestational pseudosac of a non-visualized ectopic pregnancy. Recommend serial hcg levels and if indicated, repeat ultrasound imaging. 2. Small amount of hypoechoic fluid in the endometrium, likely blood products. 3. Echogenic 5 mm fundal structures on each side of fundus, which may represent essure devices. If indicated, consider MRI for confirmation. Concurrent conditions included obesity, thyroid cancer, abdominal pain, uterine cramps, nausea, numbness, neck pain, fever, arthralgia, viral syndrome, general body pain, myalgia, vomiting, tremor, cyst and thyroidectomy. Concomitant products included beclometasone dipropionate (qvar), diphenhydramine hydrochloride, levothyroxine, levothyroxine sodium (synthroid), sumatriptan and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual periods/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and back pain ("low back pain/lower back pain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headcahe"), mood altered ("moodiness/hormonal changes: moodiness"), urticaria ("hives/rashes or skin condition type: hives"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast,/yeast infection"), headache ("headaches") and gastrooesophageal reflux disease ("gerd/gastrointestinal or digective system condition"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and depression ("depression,"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant (second pregnancy)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with bupropion hydrochloride (wellbutrin), diphenhydramine hydrochloride, ibuprofen, omeprazole, propranolol (propanolol), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device expulsion, premature delivery, pregnancy with contraceptive device, high risk pregnancy, menorrhagia, mood altered, vaginal haemorrhage, urticaria, depression, headache, weight increased, vaginal discharge, back pain and abdominal pain lower outcome was unknown and the migraine, dyspareunia, alopecia, vulvovaginal mycotic infection, dysmenorrhoea, fatigue and gastrooesophageal reflux disease had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, high risk pregnancy, menorrhagia, migraine, mood altered, pelvic pain, pregnancy with contraceptive device, premature delivery, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she became pregnant twice following her essure implantation, with one conception resulting in miscarriage (please refer to case (B)(4). She is currently pregnant and had discussed surgical intervention in order to remove the defective coils and is scheduled for surgical removal of the essure device on (B)(6) 2017, following the birth of her child. Insertion details- 2 coils on the left and 1 trailing coil on the right on (B)(6) 2018 (total hysterectomy (uterus and cervix removed)) discrepancy- date(s) of removal: (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Computerised tomogram pelvis - on 03-jul-2016: impression: single linear metallic densities in the right and left pelvis. Hysterosalpingogram - on (B)(6) 2013: results: essure coils were properly placed total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: early intrauterine pregnancy with two small subchorionic hemorrhages as described above. 2. Essure devices are not definitively seen on this exam, but well documented on the prior x-ray and hysterosalpingogram exams. Ultrasound scan vagina - on (B)(6) 2017: impression: early intrauterine pregnancy with two small subchorionic s; on (B)(6) 2016: indication: evaluate essure placement. Spillage of contrast from the left fallopian tube and questionable spillage of contrast from the right fallopian tube compatible with malfunction of the essure device(s).. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, migraines, headache, gastrooesophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), device breakage ('device breakage'), device expulsion ('migration of essure device location of device: on back right side of uterus wall') and premature delivery ('premature delivery') in a 27-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, pregnancy with contraceptive device, hypothyroidism, borderline personality disorder, grand multiparity, multigravida, parity 5 and multinodular goiter. Current weight 268 lbs. Impression: 1. There is a 7 mm cystic structure in the endometrial cavity, which may represent a normal early gestational sac, nonviable intrauterine pregnancy, blood products or gestational pseudosac of a non-visualized ectopic pregnancy. Recommend serial hcg levels and if indicated, repeat ultrasound imaging. 2. Small amount of hypoechoic fluid in the endometrium, likely blood products. 3. Echogenic 5 mm fundal structures on each side of fundus, which may represent essure devices. If indicated, consider MRI for confirmation. Concurrent conditions included obesity, thyroid cancer, abdominal pain, uterine cramps, nausea, numbness, neck pain, fever, arthralgia, viral syndrome, general body pain, myalgia, vomiting, tremor, cyst and thyroidectomy. Concomitant products included beclometasone dipropionate (qvar), diphenhydramine hydrochloride, levothyroxine, levothyroxine sodium (synthroid), sumatriptan and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual periods/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and back pain ("low back pain/lower back pain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headache"), mood altered ("moodiness/hormonal changes: moodiness"), urticaria ("hives/rashes or skin condition type: hives"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast,/yeast infection"), headache ("headaches") and gastrooesophageal reflux disease ("gerd/gastrointestinal or digestive system condition"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and depression ("depression,"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant (second pregnancy)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with bupropion hydrochloride (wellbutrin), diphenhydramine hydrochloride, ibuprofen, omeprazole, propranolol (propanolol), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device expulsion, premature delivery, pregnancy with contraceptive device, high risk pregnancy, menorrhagia, mood altered, vaginal haemorrhage, urticaria, depression, headache, weight increased, vaginal discharge, back pain and abdominal pain lower outcome was unknown and the migraine, dyspareunia, alopecia, vulvovaginal mycotic infection, dysmenorrhoea, fatigue and gastrooesophageal reflux disease had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, high risk pregnancy, menorrhagia, migraine, mood altered, pelvic pain, pregnancy with contraceptive device, premature delivery, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she became pregnant twice following her essure implantation, with one conception resulting in miscarriage (please refer to (B)(4). She is currently pregnant and had discussed surgical intervention in order to remove the defective coils and is scheduled for surgical removal of the essure device on (B)(6) 2017, following the birth of her child. Insertion details- 2 coils on the left and 1 trailing coil on the right on (B)(6) 2018 (total hysterectomy (uterus and cervix removed)) discrepancy- date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: impression: single linear metallic densities in the right and left pelvis. Hysterosalpingogram - on (B)(6) 2013: results: essure coils were properly placed total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: early intrauterine pregnancy with two small subchorionic hemorrhages as described above. 2. Essure devices are not definitively seen on this exam, but well documented on the prior x-ray and hysterosalpingogram exams. Ultrasound scan vagina - on (B)(6) 2017: impression: early intrauterine pregnancy with two small subchorionic s; on (B)(6) 2016: indication: evaluate essure placement. Spillage of contrast from the left fallopian tube and questionable spillage of contrast from the right fallopian tube compatible with malfunction of the essure device(s).. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, migraines, headache, gastrooesophageal reflux disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: extension of expected date of next report¿. On 8-jun-2020: pfs received: discrepant information was added in rcc tab. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), device breakage ('device breakage'), device expulsion ('migration of essure device location of device: on back right side of uterus wall') and premature delivery ('premature delivery') in a 27-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, pregnancy with contraceptive device, hypothyroidism, borderline personality disorder, grand multiparity, multigravida, parity 5 and multinodular goiter. Current weight 268 lbs impression: there is a 7 mm cystic structure in the endometrial cavity, which may represent a normal early gestational sac, nonviable intrauterine pregnancy, blood products or gestational pseudosac of a non-visualized ectopic pregnancy. Recommend serial hcg levels and if indicated, repeat ultrasound imaging. Small amount of hypoechoic fluid in the endometrium, likely blood products. Echogenic 5 mm fundal structures on each side of fundus, which may represent essure devices. If indicated, consider MRI for confirmation. Concurrent conditions included obesity, thyroid cancer, abdominal pain, uterine cramps, nausea, numbness, neck pain, fever, arthralgia, viral syndrome, general body pain, myalgia, vomiting, tremor, cyst and thyroidectomy. Concomitant products included beclometasone dipropionate (qvar), diphenhydramine hydrochloride, levothyroxine, levothyroxine sodium (synthroid), sumatriptan and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual periods/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and back pain ("low back pain/lower back pain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headcahe"), mood altered ("moodiness/hormonal changes: moodiness"), urticaria ("hives/rashes or skin condition type: hives"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast,/yeast infection"), headache ("headaches") and gastrooesophageal reflux disease ("gerd/gastrointestinal or digective system condition"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and depression ("depression,"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant (second pregnancy)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with bupropion hydrochloride (wellbutrin), diphenhydramine hydrochloride, ibuprofen, omeprazole, propranolol (propanolol), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device expulsion, premature delivery, pregnancy with contraceptive device, high risk pregnancy, menorrhagia, mood altered, vaginal haemorrhage, urticaria, depression, headache, weight increased, vaginal discharge, back pain and abdominal pain lower outcome was unknown and the migraine, dyspareunia, alopecia, vulvovaginal mycotic infection, dysmenorrhoea, fatigue and gastrooesophageal reflux disease had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, high risk pregnancy, menorrhagia, migraine, mood altered, pelvic pain, pregnancy with contraceptive device, premature delivery, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she became pregnant twice following her essure implantation, with one conception resulting in miscarriage (please refer to case (B)(4)). She is currently pregnant and had discussed surgical intervention in order to remove the defective coils and is scheduled for surgical removal of the essure device on (B)(6) 2017, following the birth of her child. Insertion details- 2 coils on the left and 1 trailing coil on the right on (B)(6) 2018 (total hysterectomy (uterus and cervix removed)) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: impression: single linear metallic densities in the right and left pelvis. Hysterosalpingogram - on (B)(6) 2013: results: essure coils were properly placed total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: early intrauterine pregnancy with two small subchorionic hemorrhages as described above. 2. Essure devices are not definitively seen on this exam, but well documented on the prior x-ray and hysterosalpingogram exams. Ultrasound scan vagina - on (B)(6) 2017: impression: early intrauterine pregnancy with two small subchorionic s; on (B)(6) 2016: indication: evaluate essure placement. Spillage of contrast from the left fallopian tube and questionable spillage of contrast from the right fallopian tube compatible with malfunction of the essure device(s). Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, migraines, headache, gastrooesophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: extension of expected date of next report¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), device breakage ('device breakage'), device expulsion ('migration of essure device location of device: on back right side of uterus wall') and premature delivery ('premature delivery') in a 27-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, pregnancy with contraceptive device, hypothyroidism, borderline personality disorder, grand multiparity, gravida ii and parity 5. Current weight 268 lbs. Concurrent conditions included obesity, thyroid cancer, abdominal pain, uterine cramps, nausea, numbness, neck pain, fever, arthralgia, viral syndrome, general body pain, myalgia, vomiting and tremor. Concomitant products included beclometasone dipropionate (qvar), diphenhydramine hydrochloride, levothyroxine, levothyroxine sodium (synthroid), sumatriptan and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual periods/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and back pain ("low back pain/lower back pain"). In july 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headcahe"), mood altered ("moodiness/hormonal changes: moodiness"), urticaria ("hives/rashes or skin condition type: hives"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast,/yeast infection"), headache ("headaches") and gastrooesophageal reflux disease ("gerd/gastrointestinal or digective system condition"). In august 2013, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and depression ("depression,"). In april 2014, the patient was found to have weight increased ("weight gain"). In may 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant (second pregnancy)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with bupropion hydrochloride (wellbutrin), diphenhydramine hydrochloride, ibuprofen, omeprazole, propranolol (propanolol), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device expulsion, premature delivery, pregnancy with contraceptive device, high risk pregnancy, menorrhagia, mood altered, vaginal haemorrhage, urticaria, depression, headache, weight increased, vaginal discharge, back pain and abdominal pain lower outcome was unknown and the migraine, dyspareunia, alopecia, vulvovaginal mycotic infection, dysmenorrhoea, fatigue and gastrooesophageal reflux disease had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, high risk pregnancy, menorrhagia, migraine, mood altered, pelvic pain, pregnancy with contraceptive device, premature delivery, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she became pregnant twice following her essure implantation, with one conception resulting in miscarriage (please refer to case (B)(4) she is currently pregnant and had discussed surgical intervention in order to remove the defective coils and is scheduled for surgical removal of the essure device on (B)(6)2017, following the birth of her child. Insertion details- 2 coils on the left and 1 trailing coil on the right on (B)(6) 2018 (total hysterectomy (uterus and cervix removed)) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: impression: single linear metallic densities in the right and left pelvis. Hysterosalpingogram - on (B)(6) 2013: results: essure coils were properly placed total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, migraines, headache, gastrooesophageal reflux disease quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event:high risk pregnancy were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and pregnancy with contraceptive device ("pregnant (second pregnancy)") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage and pregnancy with contraceptive device. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual periods") and alopecia ("hair loss"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient will be treated with surgery (removal of coils is scheduled on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, headache, dyspareunia, menorrhagia and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, dyspareunia, headache, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she became pregnant twice following her essure implantation, with one conception resulting in miscarriage (please refer to case (B)(4)). She is currently pregnant and had discussed surgical intervention in order to remove the defective coils and is scheduled for surgical removal of the essure device on (B)(6) 2017, following the birth of her child. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure coils were properly placed. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including pelvic pain/pain and pregnancy. She is scheduled for surgical removal of the essure device on (B)(6) 2017 following the birth of her child. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this particular case, alternative explanation was not available for her pain. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present . In this particular case, patient had the confirmation test which showed essure was in proper position. Later she became pregnancy twice with essure (first pregnancy with the device captured in a separate case). This case was classified as incident since a surgical intervention is planned. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and pregnancy with contraceptive device ("pregnant (second pregnancy)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage and pregnancy with contraceptive device. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual periods") and alopecia ("hair loss"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of coils is scheduled on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, headache, dyspareunia, menorrhagia and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, dyspareunia, headache, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she became pregnant twice following her essure implantation, with one conception resulting in miscarriage (please refer to case (B)(4)). She is currently pregnant and had discussed surgical intervention in order to remove the defective coils and is scheduled for surgical removal of the essure device on (B)(6) 2017, following the birth of her child. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure coils were properly placed. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 16-may-2017: quality-safety evaluation of product technical complaint. Company causality comment . This litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including pelvic pain/pain and pregnancy. She is scheduled for surgical removal of the essure device on (B)(6) 2017 following the birth of her child. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this particular case, alternative explanation was not available for her pain. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, patient had the confirmation test which showed essure was in proper position. Later she became pregnancy twice with essure (first pregnancy with the device captured in a separate case). This case was classified as incident since a surgical intervention is planned. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.